Event description:
It was reported that at a regular follow-up appointment, the physician noted a substantially high power consumption percentage from this device battery. Noisy signals and low, but still in-range pacing impedance measurements were recorded. Boston scientific technical services was contacted and confirmed the power consumption was indicative of a device battery malfunction. The physician explanted and replaced the device to resolve the event. The patient was stable with no additional adverse consequences reported. The device was subsequently received for analysis and is pending investigation.

Event description:
It was reported that at a regular follow-up appointment, the physician noted a substantially high power consumption percentage from this device battery. Noisy signals and low, but still in-range pacing impedance measurements were recorded. Boston scientific technical services was contacted and confirmed the power consumption was indicative of a device battery malfunction. The physician explanted and replaced the device to resolve the event. The patient was stable with no additional adverse consequences reported. The device was subsequently received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.